Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device jaws got stuck closed on the artery. It was pulled off. There was no damage to the vessel reported. A new device was used to continue the procedure. (B)(4)

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that one el5ml device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The jaws opened and closed as intended during analysis. However, an investigation has been initiated to determined the potential root cause of opening issues. The device locked out as intended but the orange indicator was over traveled. This finding is not related to the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.